Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the stapler handle unit was dead and would not power up. When placed in the charger bay, the green light blinked for a few minutes then changed to a blue and red light. At no point did the screen appear or any other power indicator on the handle. All troubleshooting procedures were performed accordingly but it was completely dead. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the 5 mv limit for cell balancing. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred after a procedure. The powered stapling handle is dead. It will not power up when placed in the charger. The green light blinks for a few minutes and then changes to a blue and red light. At no point does the screen appear or any other power indicator on the handle. All troubleshooting procedures were performed accordingly. There was no patient involved in the event. .